Manufacturer narrative:
H10: correction: within the initial report it was reported the following: "through follow-up communication livanova learned that the engineer of the hospital replaced the distribution board and another error code associated to the stirrer motor appeared." The correct statement is that: "through follow-up communication livanova learned that the engineer of the hospital replaced the distribution board and another error code associated to the cardioplegia pump motor appeared." Additional information: the most likely root cause of the reported event is a defective pumps. The issue is more likely associated to the motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow-up communication livanova learned that the engineer of the hospital replaced the distribution board and another error code associated to the stirrer motor appeared. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. The hospital services its own equipment, livanova provided support at the phone

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during setup. There was no patient involvement.